Event description:
The procedure was scheduled as a mini avr plus root enlargement. On (B)(6) 2022, the perceval valve size 21 was implanted. While checking the valve, it was noticed that the valve was seated too high in the aorta. It was decided to explant the valve, re-collapse, and re-implant the prosthesis. On the second attempt of implant, the valve was seated appropriately. Then, the valve was ballooned with a warm saline bath for 30 seconds, and aorta was closed. During the echo it was noticed that the valve had seated too high and was at the coronary level. At this point, the operation was converted to full sternotomy and an edwards magna ease size 19 valve was implanted. After the implantation of the magna ease the patient experienced complications not related to perceval valve. ( the reported complications after the implant of magna ease are as follows: right side of the heart was not working, it was difficult to come off bypass, the patient was put on ECMO, and tearing in the aorta was occurred).